Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. The hp would contact the peritoneal dialysis nurse (pdn) in the morning to see if its okay for the hp to skip the rest of the therapy. There was patient involvement. No patient injury or medical intervention was reported.